Event description:
It was reported by service report that the foot end of the stretcher is drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: linkage.